Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. It was found that the overall appearance of the device device shows signs of normal wear, witness marks such as scratches and abrasions near and around the saw lever were found consistent with attempts to pry the the lever open. The assessment found the sasi saw clamp lever was seized and unable to articulate as intended without the saw handpiece engaged. During disassembly with the production equivalent saws attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Despite the toggle, there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. Therefore, the reported condition was confirmed. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
It was reported that the robotic assisted saw interface device was not working to specification. During an in-house engineering evaluation, it was determined that the device had undesired movement/play between the device clamp and the device itself. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed.